Event description:
It has been reported to philips that system was having problem with wireless footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. Per the information collected, the led indicator on the base station was blinking yellow, the status of the wi-fi (led) indicator on the wireless footswitch was flashing red and the color of the battery indicator was green, which indicates that there was an error in the wireless connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-number) /field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer by replacing the wireless footswitch and base station and the system was returned to use in good working order. The defective wfs and base station were returned to philips for further analysis. The analysis confirmed that the bracket connected to footswitch assy was not tightly connected and the wireless base station did not function when connected to the wireless footswitch. Following the replacement of the wfs and base station, the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.